Event description:
A surgeon reported that a system message displayed, locking the unit during a vitrectomy procedure. The system was exchanged in order to complete the procedure. There was no harm to the patient, but two cases were cancelled as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).